Manufacturer narrative:
H11. Additional narrative: based on the information available, a definitive root cause cannot be conclusively determined.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned via implant patient registry that a 11400m 29mm valve in tricuspid position was explanted and replaced with a 7300tfx 29mm after an implant duration of 3 months due to unknown reasons.